Event description:
Device 1 of 2 (see MFR report# 1627487-2010-03119 for device 2). The pt was implanted with two percutaneous leads on (B)(6) 2009. It was reported that she lost stimulation. A diagnostic test showed invalid impedance readings for one of the leads. An x-ray was later taken which revealed a lead fracture. The broken lead was removed and replaced on (B)(6) 2010 and effective stimulation was recaptured. It is unk from which lot the broken lead originated; therefore, both lots are being reported. The explanted device was returned to the MFR on (B)(6) 2010.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The lead showed a kink with all wires broken at approximately 18.5 cm from the stimulation end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.